Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the gear was torn off. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the gear was broken on the compact air drive device. It was further determined that the device had a "thundered" out gear. It was further determined during the pre-repair diagnostics assessment that the device failed for check for excessive noise, check for air leak, check the rotations per minute (rpms) with speedometer min 850 rpm-max 1050 rpm, check the rotations per minute (rpms) with test bench min.110w-max160w and for check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.